Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit had an error that could result in a loss of mechanical ventilation. There was no report of patient involvement.

Manufacturer narrative:
Additional information wad received that the reported fault did not result in a loss of mechanical ventilation. The unit alarmed, notifying the user of the reported condition. Unit continues to ventilate and alarms remain functional. The initial MDR was not reportable.